Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty cable could not be determined. The instructions for use reference preventions for similar damage. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was unable to be duplicated. However, a faulty cable unit caused e224 scope communication error (image was still present on the screen). In addition, the housing was chipped and there was a faded rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer¿s olympus sales representative reported to olympus, the image on the 4k camera head was not displaying prior to an unknown therapeutic procedure. The procedure was completed but it¿s unknown if the procedure was completed with same device. There was no delay in the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the root cause of no image was an error e224 which was caused by faulty communication between the cable and the processor. The cable failure temporarily resulted in poor communication, resulting in e224 (images not displayed). Olympus will continue to monitor field performance for this device.